Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that there were coupling issues with the patient¿s implantable neurostimulator (ins) when trying to recharge. Additional information received on 1 day later reported that the patient never experienced therapeutic effect. It was noted that the patient had an appointment today with their physician at 11:00 am. Additional information received on (B)(6) 2011 reported that the patient was having trouble with the recharger unit and was unable to turn up the stimulation. It was determined that the patient could not decipher between the recharger and programmer units (patient stated that they had the recharger when they had the recharger). Additional information received on (B)(6) 2011 reported that ins, leads, and extensions were removed (without difficulty) because, the patient did not think it helped their chronic pain. It was also noted that the patient had lost weight and the device itself caused pain and discomfort. The patient also had bruising at the ins site. The patient outcome was reported as recovered without sequelae. Follow up information received from the patient on (B)(6) 2011 reported that they both still had concerns with their device therapy buy had not sought further help and that they were still working with their physician and manufacturer¿s representative. In addition, they reported that they received assistance and their concerns were resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 377860 lot# v449423023, implanted: 2010 (B)(6), explanted: 2011 -(B)(6); product type lead product ID 3487a-56 lot# v381498, implanted: 2010 (B)(6), explanted: 2011 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2011 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID neu_silicone anchor lot# unknown, implanted: 2010 (B)(6), explanted: 2011 (B)(6); product type accessory product ID neu_siliconeanchor lot# unknown, explanted: 2011 (B)(6); product type accessory product ID neu_siliconeanchor lot# unknown, explanted: 2011 (B)(6); product type accessory product ID 3487a-56 lot# v396202, implanted: 2010 (B)(6), explanted: 2011 (B)(6); product type lead. (B)(4). Analysis of neurostimulator model 37712 serial # (B)(4) showed that the device was functionally okay but that the battery had reduced capacity due to overdischarge. According to the trace report from the device, the last recorded recharge session done while implant was on (B)(6) 2011. The device was recharged for 3 minutes to 3.785 volts. The coupling record in the trace report showed 4 sessions with 8 bars, one with 4 bars and one with 0 bars of coupling. The parameter trend diagnostic in the trace report did show patient usage after this recharge session. The ins battery went into the lock mode on (B)(6) 2011 and the device was not recharged until received for analysis at the manufacturer. For analysis, a physician mode recharge (pmr) was performed and the device recharged. The device was received with no telemetry and no output from any of the electrode pairs. After the pmr, a normal recharge started automatically with the use of a 1 cm spacer. Good, stable output was seen on every electrode pair referenced to electrode #0 using the patient¿s lead configuration (4-8-4). The output matched the programmed settings. Analysis of lead model 377860 serial # (B)(4) showed no significant anomalies. Analysis of lead models 3487a-56 serial #s (B)(4) and (B)(4) showed no significant anomalies. Analysis of extension model 3708220 serial # (B)(4) showed no significant anomalies. Analysis of the 3 returned anchor accessories showed no anomalies.